Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history review was unable to be reviewed. Based on the results of the investigation, the definitive root cause of the front panel blinking could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the display panel was blinking. This complaint is most likely the result of a malfunctioning main board and display card. It appears that the age of the circuit boards and the stress that is caused by heat and humidity have probably affected the device¿s performance over time and contributed to this equipment breakdown. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance it was discovered that the front panel was blinking. There were no reports of patient harm associated with this event.